Event description:
A patient reported a cartridge error that prevented them from loading a new cartridge into their insulin pump, leading them to switch to using multiple daily injections (mdi). There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and a call was transferred back to customer technical support (cts) for the out-of-warranty loaner process, which resulted in cts sending a loaner unit.